Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) machine while the home patient (hp) was connected in drain 3 of 4, the hp stated that the heater line connection was not right and there was air observed in the line. The hp shook the bag. The technical services representative (tsr) tried to get the hp to troubleshoot the alarm but the hp would not cooperate. The tsr advised them to end therapy and to inform their nurse of the event. There was patient involvement, but no patient injury or medical intervention was reported. During follow up with the patient on (B)(6) 2012, the patient indicated that there was no connection issue, the connection was tight. The patient advised that the solution bag was full of "little micro" bubbles after priming and saw air in the line. She confirmed that she did not shake the bag and bags were cold. Patient confirmed that she had a low drain volume (ldv) alarm and the flow was slow on drain.

Manufacturer narrative:
(B)(4). During a follow up with the patient they stated that there was no connection issue and the connection was tight. Therefore, no evaluation will be performed.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed if additional information is received.